Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 19-jul-2019 and inspection of the unit was performed on 14-aug-2020 where the quality control inspector found the following: insertion tube bump at end of root brace, biopsy insulation ring deformed, distal cap/ case cracked, prism scratched, hole in # 4 remote control button cover, distal cap - fixed type passed epoxy seal integrity inspection, eto vent valve loose inner shaft, segment steel braid cut, failed wet leak test, insertion tube root brace broken, failed dry leak test, lightguide prong cover glass set scratched, prism lens chipped, umbilical cable single buckled under pve root brace, leak at air/ water nozzle. Addition inspection findings from 03-dec-2019: water supply tube short, air supply tube short, umbilical cable single buckled under pve root brace. Addition inspection findings from 13-jan-2020: distal cap - fixed type failed epoxy seal integrity inspection, channel improperly installed (gap distal body opening), distal cap - fixed type passed seal integrity inspection. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, insertion flexible tube, staycoil collar, segment staycoil assy imp-c/pb-free, root brace rubber, insulation ring assy, remote control button, eog valve assy, objective prism assy, air/water supply tube lg. The video duodenoscope is currently awaiting repairs and qc final approval as of 27-jan-2020.